Event description:
Caller reported a malfunction on the pump with a non-resettable code of malf 16. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use mdi as a backup therapy and was informed by technical support that a replacement pump with updated software would be sent. Technical support also confirmed shipping details, provided storage instructions, and advised the customer on steps to follow upon receiving the new pump. Customer was instructed to return the faulty pump within 10 days.